Event description:
Reportedly, while in use on a pt, the hospital staff operated the ventilator by touch screen, however, it did not work. The pt was then switched to another ventilator. Turning off the power and back on again did not fix the problem. Later, the distributor upgraded the software. The ventilator turned on with white or black screen and its display froze. It was also reported that audible alarms of o2/air supply loss were not given even though o2 and air hoses were not connected. There was only blinking led alarm. Please note that there was no pt injury in this case.